Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was attempting to deliver a bolus but the numbers on the screen were ramping. The customer replaced the battery, but the insulin pump's buttons were unresponsive and she received a button error alarm. The insulin pump had a scratch on the lcd screen. Customer's blood glucose level was 354 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. No unexpected numbers ramping/scrolling on their own noted. Unable to perform the occlusion test due to the button/keypad anomaly. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, minor scratches, and a cracked display window.